Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, while being applied on the cecum, the green button was not pressed and the handle was squeezed hence the device did not fire. Another reload was used to complete the case. There was no patient injury.